Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was performed under local anesthesia. Fiducial markers were placed before the placement procedure. The patient had a magnetic resonance imaging (MRI) fused to the computed tomography (CT) sim. Images showed the hydrogel placed in the prostate capsule; a small quantity was observed behind the seminal vesicles. The hydrogel was also present around the prostate in the venous plexus, forming a web of contrast that extends to the apex. Additionally, it was present in the lower pelvic veins in the obturator region but does not extend higher up. There were no signs or symptoms that could indicate the presence of a pulmonary embolism in the patient. The patient reported feeling a little uncomfortable, but nothing else.